Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic after receiving an alert. High, out of range, high voltage lead impedance was observed on the right ventricular channel. After x-rays, the physician suspected slight externalization close to the coils, but it was not confirmed. It was also reported that the patient had high capture threshold since (B)(6) 2014. The patient was asymptomatic. Programming changes were made for the high impedance issue and normal readings were obtained. The patient is in stable condition.